Manufacturer narrative:
The heating function was disabled.

Event description:
The product's heat function had malfunctioned. It occurred years ago, date unknown. There was no patient injury. However other reports of a similar incident indicated potential safety risk so report is submitted.